Event description:
A medtronic rep reported that the stealthstation navigation system fails to calibrate the suretrak instruments. During the first try (after the o-arm dataset was transferred to the s7), the suretrak registration was not working. They tried to go back and chose another procedure; then went back into the procedure and the suretrak registration worked. Later in the procedure they had to redo this twice. The overall time loss was about ten minutes. The surgeon completed the procedure with the use of the stealthstation. There was no impact on the pt outcome.

Manufacturer narrative:
Investigation is in progress.